Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center tac, during an unknown procedure, the font panel of the evis exera iii xenon light source was blinking, exhibited check lamp error code and the image blacked out. It was noted that the intended procedure was completed using the same device. There was no harm or user injury reported due to the event. Patient identifier: (B)(6). Capture the complaints on additional similar events that occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.